Event description:
Reportedly, a patient implanted with platinium vr had 1 inappropriate shock due to t wave oversensing. Recommedations to re-program the tachy parameter is requested. Costumer wants to know how to program the device in order to not sense the t wave and why the device didnt filtered it. It look like it happen in high frequencies program fv zone at 230bpm solve the issue? And 0.8mv? The patient had other fv episode due to external interference, but is visible t wave oversensing too. They schedule the fu 31th march, they ask if we could give them onde answer until there.